Event description:
It was reported that the customer experienced a malfunction that prevented insulin delivery, resulting in blood glucose levels exceeding 500 mg/dl, with the value displaying as "high." There was no adverse impact to the customer¿s blood glucose level beyond the mentioned high value, as no injury or ketones were reported. To address the issue, the customer used a correction injection via mdi and will continue using the current pump as a backup until a replacement is received. Technical support confirmed the pump is under warranty and arranged for its replacement, instructing the customer on pump storage and return procedures.